Event description:
Additional information received did confirm there were no allegations against this product. It is currently implanted and functioning properly.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete initial reporter information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference numbers: 1627487-2020-33474, 1627487-2020-33475, 1627487-2020-33477, 1627487-2020-33478. It was reported that the patient may undergo surgical intervention against the leads at a later date due to an unknown reason. Additional information is not available. It is unknown which leads will be explanted or replaced, therefore all leads are being reported.